Event description:
(B)(6) was notified of the adverse event described below. After evaluating the information received, (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by (B)(6). Following 21cfr803.22, we are hereby submitting (B)(6) notification of the event to cdrh. (B)(6) received notification from the implant patient registry that a patient with a previously implanted non-(B)(6) 29mm evolut fx[medtronic], underwent a valve-in-valve procedure due to pvl of the non-(B)(6) valve. A 26mm (B)(6) sapien 3 ultra resilia valve was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).